Event description:
It was reported difficult deflation was encountered during a dilatation of an arteriovenous hemodialysis fistula graft. Full deflation was eventually achieved. Upon withdrawal of the balloon catheter, it was noted the balloon material had detached from the catheter shaft. Retrieval of the balloon material utilizing a snare was uneventful. The dilatation was successful and the procedure was completed successfully at the time without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval indicated the detached balloon material measured approx 5cm. Both balloon bonds were present. The shaft was flattened for 8cm beginning 12cm from the distal tip. The balloon material was very wrinkled. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The pt's condition and/or the procedure may have caused the catheter shaft to flatten which in turn resulted in balloon deflation difficulties.